Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 41 (patient temperature sensor failure) error message. The root cause for the ua41 error message was due to defective temperature sensor. The storage conditions are not known and cannot be ruled out. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) will increase the internal temperature of the autopulse platform and cause the occurrence of ua41 error message in rare cases. Upon visual inspection, noticed that the backlight of the lcd display flickers briefly and went dark after sometime, however, the display was readable. The root cause for the lcd backlight issue was due to a defective processor board. The processor board was replaced to address the observed lcd issue. No other physical damage was observed. The autopulse platform failed initial functional testing due to ua41 error message displayed upon powering on. The temperature sensor was replaced to address the observed ua41 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During annual preventive maintenance on 05/26/2020, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.